Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (frequent/persistent). There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an occlusion issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available black box data contained no evidence of occlusion alarms. The force sensor was within specifications. The investigation did not reproduce an occlusion alarm. Unrelated to the original complaint, the battery compartment was cracked above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.